Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device/packaging was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the foot likely caught tissue and surfed distally into a locked position capturing the device on tissue leading to the treatment to remove. When a distal surf and lock occurs, pulling on the actuator wire directly is the only method to free the foot to reopen. The account opened the device handle to gain access to the actuator wire. Therefore, it is likely the device interacted with the anatomy (tissue) causing the difficulty to close the foot leading to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after a diagnostic procedure with a 7f sheath. Reportedly, after deploying the suture, the device became stuck in the patient due to the foot plate remaining open. To open the foot plate, the device was opened and the lever inside the device was pulled to close the foot plate. Hemostasis was achieved with this device as well. No additional information was provided.